Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Unique identifier (UDI): (B)(4). - a follow up will be submitted following evaluation.

Event description:
A peritoneal dialysis (pd) patient reported that fluid leaked from the pd cycler's disposable tubing set during fill 1 of 4. The cycler alarmed for air detected in the cassette. Treatment was discontinued. The patient's pd nurse stated that the patient experienced no adverse event from the fluid leak. The patient was not administered an antibiotic and was not hospitalized. The patient discarded the disposable tubing set.